Manufacturer narrative:
The spine clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The adjustment screw threads on the returned clamp were damaged causing the reported difficulty opening and closing the clamp. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source - foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the clamp was having issues opening and closing, it was hard and it was difficult to tighten. No patient was present at the time of the event.